Manufacturer narrative:
Correction: the initial MDR submitted on february 12, 2025, was filed inadvertently. No explant has occurred.

Event description:
Per the clinic, the device was explanted due to unspecified reasons (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.